Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was dim and difficult to read and indicated that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. The pump case was removed and the dim display was replaced with a test display. The test display functioned properly. Unrelated to the complaint, the battery compartment was observed to be cracked. Moisture was also observed in the battery compartment. A leak test was performed and failed due to the cracked battery compartment.